Event description:
Information was received from a healthcare professional regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the patient had a slight volume discrepancy, but it was very minimal. No further information was provided. No further complications were reported/anticipated.